Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Evaluated 3 open/used reservoirs. Performed pre-fill reservoirs test per dop114-811. Found no air bubbles and no leakage anomalies during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles. Also ran occlusion test per dop114-811 as follows: reservoirs filled with diluent and connected to a new infusion sets installed reservoirs & connector into a 5xx pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not leaks.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir leaked at o rings. The customer's blood glucose was unknown. Customer stated that there was an air bubble in the reservoir. The product was returned for analysis.